Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to customer's blood glucose. Multiple follow up attempts were made to obtain additional information; however, a response was not received.